Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was over 600 mg/dl. The customer also reported diabetic ketoacidosis was the cause of their hospitalization. Customer also observed a bent cannula upon removal of their infusion set. The customer declined to troubleshoot for their bent cannula and high blood glucose. No additional information provided.